Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-04-30. UDI #: (B)(4). Return date: 2018-06-26. Device evaluation anticipated, but not yet begun. Mfg date: 2017-04-28. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2018-03-31. UDI #: (B)(4). Return date: 2018-06-26. Device evaluation anticipated, but not yet begun. Mfg date: 2017-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-10-31. UDI #: (B)(4). Return date: 2018-06-26. Device evaluation anticipated, but not yet begun. Mfg date: 2016-10-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced multiple power switching events, mostly on port one of his controller. In association with the power switching, the patient would hear critical battery alarms with the charge on their battery being greater than twenty-five percent. The site further reported the patient experienced two pump stops. Servicing was performed and the devices were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected patient code in section h6. Product event summary: the controller and three batteries were returned for evaluation. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed two critical battery alarms due to communication errors involving (B)(6). Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(6). Analysis of event log files revealed two controller power-up events on (B)(6) 2018 at 20:03:29 and (B)(6)2018 at 16:07:38. The data point prior to the first loss of power revealed that bat554516 was connected to power port one with a 32% relative state of charge (rsoc) and (B)(6) was connected to power port two with a 24% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. The controller was without power for ten seconds. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two. The controller was without power for eleven seconds. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. An internal investigation has been opened to evaluate controller losing power and implement corrective actions as required. Additional products: battery, bat554516 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery, (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error. Two other batteries also had a communication error and remain in use.

Manufacturer narrative:
Corrections: b5, h10 product event summary: one (1) controller and three (3) batteries ((B)(6) ) were returned for evaluation. Two (2) batteries ((B)(6) ) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed three (3) critical battery alarms that were due to communication errors involving (B)(6) . Analysis of data log files revealed several premature power switching events due to momentary disconnections involving (B)(6) , as well as one premature power switching event due to a communication error involving bat324767. Additionally, data log file revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of communication errors. Analysis of event log files revealed two (2) controller power-up events on 30/may/2018 at 20:03:29 and 08/jun/2018 at 16:07:38. Several momentary disconnections were recorded leading up to the loss of power. The controller was without power for 10 seconds and 11 seconds. When the controller starts up, the led indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This may have been perceived by the patient as the reported ¿red alarm¿. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the associated device(s). The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 30-nov-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2018 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-mar-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One (1) controller and three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The log files of the controller in use during the reported event, con314693, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed three (3) critical battery alarms that were due to communication errors involving bat554516, bat552782, and bat324039. Analysis of data log files revealed several premature power switching events due to momentary disconnections involving bat554516, bat552782, and bat324039, as well as one premature power switching event due to a communication error. There is no evidence that the lubrication servicing was performed on the reported/associated device(s). Analysis of event log files revealed two (2) controller power-up events on 30/may/2018 at 20:03:29 and 08/jun/2018 at 16:07:38. The data point prior to the first loss of power revealed that bat554516 was connected to power port one (1) with 32% relative state of charge (rsoc) and bat324767 was connected to power port two (2) with 24% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the first loss of power revealed that bat552782 was connected to power port one (1) and bat324767 was connected to power port two (2). The controller was without power for 10 seconds. The data point prior to the second loss of power revealed that bat552640 was connected to power port one (1) and bat324039 was connected to power port two (2) with 21% rsoc. Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and bat324039 was connected to power port two (2). The controller was without power for 11 seconds. When the controller starts up, the led indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This may have been perceived by the patient as the reported ¿red alarm¿. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to investigate momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional devices: bat324039, battery. Result code(s): FDA 3213. Conclusion code(s): FDA 4307; FDA 12. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.